Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure.   Failure analysis - this described failure is being addressed by a quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the xenon lightsource units to restore functionality.   Root cause - the issue of power supply failure is being investigated under internal quality plan.

Event description:
A facility reported that the "wolf" port on mlx 300w xenon lightsource (00mlx) was discolored and melted. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.